Event description:
It was reported by the customer that they had high blood glucose levels. Blood glucose level was 426 mg/dl at time of hospitalization. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.